Event description:
A us distributor contacted zoll to report that a patient developed a red rash under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cleaned the area and placed padding over it. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.